Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The black plastic tip on the torque wrench handle cracked while tightening the adaptor bolt to the femur prosthesis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned torque wrench confirmed the black plastic protector component has a small fracture, and has rotated out of alignment. The investigation could not draw any conclusions about the root cause of the fractured protective cap. Eco249156 was previously implemented for this failure mode. The current complaint sample product was manufactured prior to the implementation of eco249156. (B)(4) has been initiated to identify root cause and corrective action. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.